Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose over 500mg/dl. It was stated that the customer was throwing up and also threw up blood. Troubleshooting was performed. The time and date were correct, but the caller was unsure if the bolus wizard settings were correct. Reviewed the alarm history and found several different alarms. Advised the caller that the insulin pump would be replaced. No further information was provided.